Manufacturer narrative:
(B)(4).

Event description:
Patient's sister contacted dexcom technical support on (B)(6) 2015, to state the patient passed away on (B)(6) 2015. Reportedly, the patient was found by the sisters' husband who called emergency medical services (emt). The patient had been getting ready to take a shower and their sensor had been removed and was on the counter. The emt arrived and only performed an electrocardiogram pronouncing the patient dead at the scene. The coroner released body directly to a funeral home and the patient was not taken to a hospital. Patient's death certificate was received noting that cause of death was due to myocardial infarction, diabetes mellitus type 1, and hypertension. No additional event or patient information is available.